Event description:
It was reported that an implantable cardioverter defibrillator (ICD) had stored episodes with observations of noise. Technical services (ts) was consulted to review the device data. Ts determined that a limited number of episodes demonstrated myopotential noise on the shock electrogram (egm). No noise was observed on the right ventricular (rv) egm, and no oversensing was identified. The review further indicated that intrinsic signal amplitudes were variable, and rv pacing thresholds were variable. Shock impedance measurements were elevated but remained within normal range. Ts discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.